Event description:
Event description guidant received information that this implantable ventricular lead had total loss of capture due to high threshold measurements. It was also suspected that this patient had exit block, a patient condition.